Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the opaque plastic sheath of the articulated joint disintegrated. This happened inside the surgical area, but no pieces fell into the surgical cavity.